Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 the patient reported their pump had been empty for about almost a year. The patient had moved and could not find a healthcare provider to fill the pump. Currently there was no medication in the pump but had previously had morphine prior to going empty, dose and concentration not reported. Per the patient the alarm was going off quite a bit and now it had slowed down. The alarm still goes off every now and then. The patient stated that every healthcare provider they had talked to did not want to go behind another healthcare provider and fill it but wanted to take it out. The patient did not want to have the pump taken out and stated that the pump had to be working since the alarm keeps going off. The patient further stated one time they asked a healthcare provider to fill it and it was working. The patient requested physician listings. There were no patient symptoms and no further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.